Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 6th of may 2025 and 2nd of january 2026 recorded a stable pacing impedance of 650 ohms and a fluctuating shock impedance between 100 ohms and 150 ohms with a continuous impedance of 150 ohms at the end of the recording. No iegm episodes were provided. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that shock impedance was out of range, over 150 ohms. Furthermore, it could be observed that the provocative maneuvers caused oversensing on the far-field. Device currently remains implanted. Should additional information be received, this file will be updated.